Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume with the incident lot was observed. Bdj received 12 unused tubes and conducted drawing volume test in corrected condition. 11 tubes drew correct volume of water however one tube drew only 4.63 ml. (Underfill). A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were 3 tubes that under filled during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. Patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: blood collection was performed using a butterfly needle and a vacuum tube. About 4 ml of blood was only drawn into a tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 3 tubes that under filled during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. Patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: blood collection was performed using a butterfly needle and a vacuum tube. About 4 ml of blood was only drawn into a tube.